Event description:
On 07-may-2026, abbott point of care was contacted by a customer regarding I-stat act kaolin cartridges that yielded a discrepant results on a 65 year old female patient with afib. There was no additional patient information available. Return product is available for investigation. Date: tested: results: heparin: time: 7500units 10:40 (B)(6) 2026 100:56:12 245sec; 4000units 10:58 (B)(6) 2026 11:16:54 286sec; 4000units 11:26 (B)(6) 2026 11:30:21 >1000sec; (B)(6) 2026 11:31:18 307sec; (B)(6) 2026 11:54:07 394sec; (B)(6) 2026 12:43:13 342sec; 4000units 12:48 (B)(6) 2026 13:23:36 353sec; 2000units 13:25; at this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. An investigation is underway. Per I-stat system manual (art: 714185-00q), the I-stat kaolin activated clotting time (kaolin act) test is an in vitro diagnostic test that uses fresh, whole blood. And is used to monitor high-dose heparin anticoagulation frequently associated with cardiovascular surgery.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.